Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure (patient age unknown)according to the complainant, resistance was felt during attempts to deploy the stent. The white handle of the delivery catheter broke away from the blue sheath and the stent could not be deployed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Resistance. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.